Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The reaction was described as itching, burning, redness, blisters, and severe fever which extended beyond the patch perimeter. The parent reported that prior to this event the patient has had previous skin irritations and severe allergies to the sensor adhesive with the usual symptoms being itching and burning, for which she was using triamcinolone topical cream and sometimes had to go to the hospital for care. Even though the patient used a skin barrier film she still experienced the same skin reaction. The patient¿s parent reported that because of severe allergies to the sensor, the patient was admitted to the intensive care unit (ICU) for this event, but also reported that she was not admitted and was treated as an outpatient. This discrepancy could not be clarified. The patient was treated with a 'medication and ointment for the allergies' but the parent could not provide the names other than stating that triamcinolone was also prescribed for this event. Additionally, the patient is allergic to latex and the patient's parent reported that they think that the patient is also allergic to the sensor adhesive. At the time of the report the patient was doing fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).